Event description:
It was reported that the patient presented for a remote follow up via merlin.net with multiple episodes of right ventricular lead noise that were over-sensed. No interventions were reported. The patient was in stable condition. Further information was requested but not received.